Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). The patient passed away due to ventricular arrhythmia which was untreated due to the disorganized nature of the ventricles which resulted in undersensing.